Event description:
It was reported that the lead was explanted due to oversensing which led to no pacing, and a lead fracture. It was noted that because of this, the patient experienced syncopal events associated with right arm movement. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: all insulators breached (clavicle-rib crush); full lead in segments was returned and analyzed.